Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. While being applied to the small bowel for resection, the stapler reload was locked and would not fire. The surgeon could not squeeze the handle. They unloaded the reload and opened a new one to complete the case. The patient had no injury.